Event description:
It was reported that the unspecified bd ultra fine mini pen needle was involved with a patient who died. The following information was provided by the initial reporter: patient has passed away.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. FDA notified: the initial reporter notified the FDA via uf/importer report#: mw5107826. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to an unknown lot number. H3 other text : see h10.

Event description:
It was reported that the unspecified bd ultra fine mini pen needle was involved with a patient who died. The following information was provided by the initial reporter: patient has passed away.